Event description:
It was reported that a user experienced hyperglycemia while using the ilet and suspected the meal dose for a fried chicken sandwich was under announced; the user was new to pump therapy and noted that correction dosing might take longer, had no device alerts, and had performed an infusion set change earlier the same day. Symptoms included elevated blood glucose. Outcomes included no hospitalization and self-monitoring with improvement during the call. Investigation included user education and troubleshooting regarding meal announcement, infusion set function, and correction timing. Investigation of this case revealed no device alarms or supply issues, and the event was consistent with user adjustment to therapy and potential underestimation of meal insulin needs, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.